Event description:
It was reported that a patient underwent a mole/lesion excision procedure from the right side of the face on (B)(6) 2011 and suture was used. Four days after placement, the suture spit out. The patient was resutured on (B)(6) 2011 and was given antibiotics. Currently, the wound has full closure.

Manufacturer narrative:
(B)(4). Conclusion: representative sample were returned for evaluation. They were visually examined and they did not reveal any signs of manufacturing defects. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01814. The same patient is represented in each medwatch.